Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked case at the display window corner. The drive support disk was inspected and no anomaly was noted.

Event description:
It was reported the customer received a no delivery alarm on their insulin pump. The customer also reported experiencing high blood glucose. Customer's blood glucose was 331 mg/dl. The customer attempted to treat their blood glucose with a bolus delivery. Troubleshooting for the insulin pump found the insulin pump received several no delivery alarms. The bolus history also showed several 0.0 unit bolus. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.